Manufacturer narrative:
Visual findings observed indentations and deep scratches on the exterior housing. The warning label has been peeled off. Both mounting slots and one of the dust covers underneath the battery slot are broken. The nurse call receptacle is damaged as it is missing a piece of the outer housing. The nurse call receptacle pin 3 inside was bent down. Evaluation of the unit found that although the nurse call receptacle is damaged, as it has a missing piece at the outer housing, it still has a tight fit when inserted with a nurse call receptacle. The unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad. With bent pin 3 inside the nurse call receptacle, the unit will not send a signal to activate the nurse call test fixture as the outer sleeve of the cable connector will not be grounded. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference # (B)(4).

Event description:
Customer states that the alarm works fine but seems to have a damaged nurse call port. Possible bad pin inside the port. The date the issue was discovered is unknown and no patient incident or injury was reported.